Manufacturer narrative:
Additional product code: fsm device is an instrument and is not implanted/explanted. (B)(6) manufacturing location: (B)(4). Manufacturing date: 19september2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in india as follows: during surgery both the ends of the cerclage wire passer did not match so the wire passer did not lock. It was reported there was a thirty (30) minutes delay of surgery time. Surgery was completed by using the conventional cerclage wiring technique. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.221.011, cerclage passer, dividable forceps, large, lot number 8492121). The investigation shows that the cercl-passer is in an all over good condition, just a few scratches visible on one tube which indicates contact with the bone. During a functional test, we found out that the instrument is not working as intended, as the knob for fixation the pliers is missing. It was detected that the welding point on the instrument is broken and based on this, the knob could be lost. We are not able to determine the exact reason for this reported problem, but we assume that during the handling an application error may have taken place. The manufacturing records were reviewed the part was manufactured in september 2013, produced to specification and met all release criteria. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.